Event description:
The sales rep has reported that the cocking mechanism is not working. No pt consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received, visual and functional examination: the unit was found to require the cocking lever to be replaced. The device was functionally tested, met all product requirements and returned to the customer.